Event description:
It was reported that a patient was inpatient in the hospital. The patient requested MRI compatibility guidelines for a scan of the leg for leg pain that was not related to the device or therapy. The patient had to get a surgery (B)(6) 2014 unrelated to the pump and ¿had to take a lot of oral medications. The healthcare professional (hcp) decided not to refill the pump and hasn¿t since. The pump currently had saline in it. The hospital ¿just gave her a bunch of pain medications.¿ the patient stated she ¿couldn¿t think¿ and was upset. The patient expressed dissatisfactions with the questions stating that she told the hcp that she could have an MRI and that she had had three mris before this one. The pump was used to infuse saline. No intervention or outcome was reported for this event. Follow up was being conducted to obtain information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).